Manufacturer narrative:
Device analysis performed on the returned ipg revealed normal device characteristics during visual and functional testing. Additionally, a current leakage test that was performed confirmed there was no electric current loss and a residual gas analysis verified the integrity of the case. A labeling review was conducted which determined that lead breakage, loose connections and electrical issues can result in reduction in pain relief. Additionally, the instructions for use (IFU) states undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose connections or lead failure. These are all known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: (B)(6) product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced overstimulation and ineffective pain relief. The patient did not attend a reprogramming. Therefore, the patient underwent an explant procedure during which the full scs system was removed. The patient was doing well postoperatively. Additional information was received that the explanted leads were discarded by the medical facility and will not be returned.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced overstimulation and ineffective pain relief. The patient did not attend a reprogramming. Therefore, the patient underwent an explant procedure during which the full scs system was removed. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial/ batch: (B)(6). Product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial/ batch: (B)(6).